Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, high capture threshold and episodes of oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a dislodgement of the rv lead. A repositioning procedure was attempted, however, the helix failed to extend and the lead was not able to be repositioned. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.